Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and p/n 03.632.072, lot 6698505, showed no nonconformances generated during production or no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal tip of the screwdriver shaft is deformed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The present screwdriver was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It¿s clearly visible that only the first millimeter of the tip is deformed, this is a clear indication that the screwdriver was not completely inserted into the recess of the locking cap. By this the torque was not allocated on the complete stardrive as designed, this led to the complained malfunction and finally the deformation of the fore front of the tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.